Event description:
I received implants (B)(6) 2015 as a reconstruction to mastectomy. Since that time I have had to have my tonsils removed, developed sleep apnea, hiatal hernia (repaired (B)(6) 2018), two esophagus stretches after the fact, due to extreme inflammation, extreme fatigue, extreme joint pain, inflamed airway, inflamed vocal cords, large open wounds on both breasts, cystic facial acne, hair loss, overall feeling of being very ill and unable to pin point any other reason for feeling.